Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not vibrating. Customer stated that the insulin pump passed self test and did not vibrate. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected rewind anomalies noted. Device primed properly. No unexpected audio or vibrate anomaly or absence of alarm noted. Device received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).